Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that the receiver displayed err46 on (B)(6) 2015. There was no report of injury or medical intervention. No additional patient or event information is available.